Event description:
It was reported on a voluntary 3500a medwatch that during a scheduled right hemithyroidectomy with frozen section biopsy "as the surgeon approached the area of location for the insertion of the recurrent laryngeal nerve he attempted to utilize the stimulator probe of the nerve integrity monitor. He did not get successful stimulation. Therefore, he identified the nerve in its usual location, more laterally, and followed it medially. Dissection was carried down to the thyroid lamina maintaining a good distance from the insertion of the recurrent laryngeal nerve. There were no adverse effects to the patient."

Manufacturer narrative:
(B)(6). (B)(4). Device not returned. A medwatch 3500a form was received from the reporter. The product was not returned to the manufacturer for analysis. This device is used for treatment purposes. Blank fields in this report are a result of information not provided by the physician and/or user facility. Device description: the endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords' nerve integrity through the electrode's contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Instructions for use include, but are not limited to: visualize electrode contact with the true vocal cords. On the nim standard reinforced emg endotracheal tube, the 30 mm of electrode exposure is located equally around the perimeter of the tube with a midpoint of approximately 80-94 mm above the caudal tip of the tube. Note: the area of the tube, with contrasting color, must be in contact with the true vocal cords. On the nim contact reinforced emg endotracheal tube, the 35 mm of electrode exposure is located equally around the perimeter of the tube with a midpoint of approximately 92-106 mm above the caudal tip of the tube. Note: the area of the tube, with contrasting color, must be in contact with the true vocal cords. Confirm the depth of intubation via the standard procedure for such tubes. The emg endotracheal tube has depth markings on the surface of the tube. Electrode depth and location should be checked against preoperative endoscopic inspection using these markings. Use emg monitor to measure electrode impedance and imbalance. Suggested impedance values for the emg endotracheal tube are less than 5 kohms. Impedance imbalance values of less than 2.0 kohms are recommended between the positive and negative electrodes of a channel. Reposition if necessary. Note: although monitoring can proceed, one is likely to experience problems with electrical and bioelectric artifact and excessive background noise with large recording electrode imbalance levels. It is better to have a pair of recording electrodes that have high impedance values, but are relatively balanced, than to have one electrode with very low impedance and the other with very high impedance. Secure the tube once positioned properly in the trachea. Note: a bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube.

Manufacturer narrative:
Analysis: product was received by (B)(4) and analysis completed. Sample was received bound up in "self-stick" bubble wrap inside of a biohazard bag. The tube was visually examined. Some dried bio-debris was present around the cuff and tip of the tube. Overall, the tube appeared to be in very good condition. Electrical readings for resistance were taken the electrical readings are within specification per drawing. A leak test was performed per xpi. Cuff water test. The cuff was inflated with 20 ml of air and submerged in water. No bubbles were seen. The sample met specifications for electrical resistance and testing determined the cuff is not leaking or otherwise damaged. Complaint is unconfirmed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.